Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with 350cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. As a result, the patient is scheduled for a replacement surgery on (B)(6) 2022.

Manufacturer narrative:
On may 23, 2022, mentor became aware that field h3 reason for non- evaluation under the previous initial report was mistakenly reported as "device problem already known, no evaluation necessary". It has been correctly updated to "other" on this form. Manufacturer¿s reference number: (B)(4). H3 reason for non- evaluation.

Manufacturer narrative:
On june 20, 2022, , the mentor failure analysis lab received the device for evaluation. Paperwork received with the device indicated that the date of explant was (B)(6) 2022. Hence, field d6b has been updated to (B)(6) 2022. On june 22, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to be ruptured and received in two parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).